Manufacturer narrative:
Product complaint #: (B)(4). Therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the anastomosis created? Were other stapling devices or sutures used? If so, please explain. Were there any difficulties experienced with the device in the initial surgical procedure? How long after the initial procedure was the reoperation? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Was there any evidence of tissue ischemia at reoperation? Were there any other contributing factors to the leak to include patient tissue condition? How was the leak repaired? What is the current status of the patient? Would the surgeon(s) be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that the doctor performed a small bowel resection on a patient, where a tlc55 linear cutter was used with a tcr55 reload. The patient was being monitored and returned to address a small bowel anastomotic dehiscence at the staple line. The status of the patient is unknown.